Event description:
I just had the worst experience with my type 1 diabetic daughter. We currently don't know how this happened but while my daughter was sleeping her remote gave her 4 bolus to her omni pod. We had to rush her to the ER(emergency room) after fighting her lows for an hour. We couldn't get her to stay up. We even used glucagon. I called the manufacturer and they said this or something similar has happened before but not common at all. Both endocrinologists had never heard of this happening. It was so upsetting. Finally our primary endo called the manufacturer and was confirmed to him what I was saying was true. Please be aware that this can happen. If you see something weird always check the history. My gut told me I needed to stay awake and watch her numbers. We came home 6 hours later and a new system is being sent in the mail.